Event description:
A system error 2240 alarm (air in lines) was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 00:58:58. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.